Manufacturer narrative:
Product complaint #: (B)(4). Component code: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. Events associated with patient's first event reported via mw # 2210968-2022-02325. Events associated with patient's third event reported via mw # 2210968-2022-02327.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2017 and the mesh was implanted. It was reported that the patient had total urinary retention after prosthesis implantation. It was reported that the patient had self-catheterization at home until (B)(6) 2017. It was also reported that the patient had a procedure on (B)(6) 2017 for the section of the device. Additional information was requested.